Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost about 10 minutes into the procedure. The spyscope ds ii catheter and controller were restarted, the cables and plugs were checked; however, after each reboot, the spyscope ds ii catheter and the controller kept restarting. The procedure was not completed due to this event and was rescheduled on thursday at 8:30 am (B)(6) 2021. There were no patient complications reported as a result of this event.